Event description:
It was reported to the manufacturer the patient's (B)(6) ipg flipped in the pocket. The issue allegedly occurred approximately two weeks after implant. Surgical intervention was undertaken to rectify the matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.